Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 03/13/2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated the cgm was displaying a reading over 300mg/dl and based on the cgm, they administered themselves with a bolus insulin. The patient indicated that her boyfriend found her twitching and jerking and performed a finger stick and the bg meter read 35mg/dl. The patient's boyfriend gave the patient juice and called 911. When emergency medical services (ems) arrived, they transported the patient to the hospital where another finger stick was performed, and the patient's bg was 109mg/dl. No further treatment was provided at the hospital and the patient was released the same day. At the time of contact, the patient was doing good. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.